Event description:
Olympus was informed that the esg-400 hf-generator issued error message e433 during maintenance/repair. No further information was provided but there was no report about an adverse event or patient inury.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation but to the olympus UK regional repair center (rrc) in (B)(4) UK (returned to the rrc on 2022-06-15). The evaluation confirmed the occurrence of error message e433. This error message, which in this case was caused by a defective hvps board, is triggered by the generator¿s safety system. In case of critical errors, the safety system will not permit any further use of the generator until the error is rectified. This event/incident was attributed to component failure. The evaluation also found cracks on the generator¿s front panel, which were most likely caused by improper handling and can thus be attributed to user error. There is no causal relationship to the reported error message. A manufacturing and quality control review was performed for the affected serial number of the electrosurgical generator without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.